Manufacturer narrative:
On january 11, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On january 21, 2025, mentor received additional information indicating that the patient actually suffered a recurring left breast capsular contracture that came back after intervention (partial capsulectomy) back in (B)(6) 2018. The implant back then was re-implanted and was never replaced. The patient also suffered the capsular contracture back then and was never addressed. The suspect medical devices are the following: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 6787004 sn: (B)(6) and (right) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 6774005 sn: (B)(6). The date of implantation has been updated to the correct date of (B)(6) 2014. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Imanufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two unknown mentor smooth gel implants. Post-operatively, the patient experienced bilateral breast pain, hardening, and asymmetry. The patient was diagnosed with bilateral breast capsular contractures (baker grade IV) and right breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were non-mentor. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On february 13, 2025, mentor became aware that it was erroneously indicating, in the supplemental report sent on january 31, 2025, that the device was returned. The device was not returned. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.